Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection and functional tests were performed. The reported condition of a cracked filling port was not confirmed. During functional testing, it was revealed that the tubing was leaking. The root cause was determined to be at lack of solvent at the junction of the tubing and the stressmember. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that one (1) ce multirate infusor was observed leaking at the location of the fill port before use. There is no patient involvement. No additional information is available.